Manufacturer narrative:
Follow up # 1/supplemental report (B)(6), 2013: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing in that the data was found to be corrupted. Additionally, the meter's casing paint was found to be damaged, however, this is not the reason for the supplemental report. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging error 1. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.